Manufacturer narrative:
Stryker evaluated the device and the reported issue was able to be verified and unable to be duplicated. The device logs were reviewed. The logs confirmed that the device was still recording data after freeze which means the device was still on but the screen was not displaying what the device was measuring. The cause for the reported issue could not be determined. The device was returned to the customer without the repairs being performed.

Event description:
The customer contacted stryker to report that their device was locking up. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device was locking up. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.